Manufacturer narrative:
Event date: the event date approximated as it was not reported.

Event description:
It was reported that there was a thrombus on the device. On (B)(6) 2018, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed with successful deployment of the closure device. There were no patient complications reported. At the 45 day follow up a transesophageal echocardiogram (tee) was performed. It was noticed that there was a 13x8mm thrombus on top of the device. The patient will be kept on anticoagulation for another 6 weeks. The patient is fine and had no complications.